Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has been trying to figure out why the implantable neurostimulator (ins) is losing its charge quickly. Pt states that he checked today and he went through groups a, b and c; he normally has group b on. Group b is fine, but that group c is totally shut off and has nothing, and that group a gave him a "real shock". The programs are not showing any of the settings or numbers. Pt switched to group a during the call states that the stimulation is "surging"; pt noted that the stimulation was at 7 and that he didn't set it up like that. Pt switched between groups and ultimately went back to group a to check the settings since he was still getting a "surge"; that the stimulation was at 7.2, so he needed to decrease the stimulation; pt states that maybe that was the problem and the explanation of why the ins battery was draining so quickly. Pt set group a settings to 0 and states that he now has group b working on its own. Patient services (pss) advised to follow-up with hcp in regards to ins programming and pt states that they just went over it and he thought everything was fine, but that now he was just trying to figure out why the ins battery was depleting quickly. Pt continued to make adjustments to the therapy during the call and then states that it's all fine now. Pt states that these issues first started about 3-4 weeks ago and that since he's been noticing the ins battery draining, he's been having to charge the ins a lot more regularly, so the rep checked the ins and didn't really see what the problem was; pt states that he went to group a and "got blasted" with it the next week, so he shut group a down in hopes that it doesn't slide back on its own again. (B)(6) 2020 a manufacturer's representative (rep) reported that the patient had no issues with his groups. The patient was currently on group "me" and was doing very well. The patient was able to stay around 6ma. The rep explained to the patient the different between the current ins and the previous one. The patient was charging more frequently, every three days for an hour at a time. The previous battery had him charging every week for 4 hours at a time. The patient understood. The patient's system was functioning properly with no issues.